Event description:
The user reported that a patient coded in the MRI magnet room and that they were having problems in getting ECG during some of the scan sequences.

Manufacturer narrative:
We are considering that there was a need for emergent care because the patient was reported as having coded. Therefore, this is considered as a serious injury for a patient who was being monitored using an invivo monitor. The available information supports that there was no device malfunction or failure to perform as intended. The device manufacturer is currently investigating this event and will file a supplemental report after the investigation is completed.